Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the implantable cardioverter defibrillator - ICD would not tighten, while the lead was inserted in the port. The ICD was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Visual examination of the right ventricular, left ventricular, and atrial setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.